Manufacturer narrative:
Block d2b: additional pro code: qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1u412642 model/catalog description: 1201 unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k): p190006. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, migration and weight fluctuations was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.

Event description:
It was reported that the patient with the neurostimulator experienced pain during a readiness check during an MRI. Stimulation was turned off and the facility did not move forward with the MRI and did an x-ray instead. The patient advised that they lost 20 pounds and reported that the device has moved. The physician has recommended to explant the device and move to the left side. The patient advised that they are using monjuaro injections and will continue to lose weight and wants to have the device removed. Discomfort was also noted. The patient was fully explanted on (B)(6) 2026. The lead was damaged due to the insulation being stripped. It is possible that the lead was nicked with a scalpel.